Event description:
It was reported there was an over infusion of d10w (dextrose infusion) in the neonatal intensive care unit. The dextrose was intended to infuse at a rate of 8.3ml/hour, however 250ml infused over 7 hours. Following the event, the patient's blood glucose was measured over 600 mg/dl. The patient was administered insulin to correct hyperglycemia. Patient remained in previous level of care, and no permanent residual effects were noted. Bd learned additional information during the site visit: reported over infusion event happened in neonatal intensive care unit (nicu) on the night shift on a newborn patient. Infusion was for dextrose 10% water in a 250 ml bag (maximum vtbi for nicu is 30mls). Rate of 8.3 ml/hr. Eventually changed to 4ml/hr. And again changed to 2 ml/hr. Only lvp was sequestered, no pcu or tubing was saved from the event. Nurses troubleshooted and placed tubing set in another pump which seemed to run appropriately so only lvp was taken out of service. From lab results the patient was hyperglycemic, medical intervention (insulin) was provided with no further patient harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was an over infusion of d10w (dextrose infusion) in the neonatal intensive care unit. The dextrose was intended to infuse at a rate of 8.3ml/hour, however 250ml infused over 7 hours. Following the event, the patient's blood glucose was measured over 600 mg/dl. The patient was administered insulin to correct hyperglycemia. Patient remained in previous level of care, and no permanent residual effects were noted. Bd learned additional information during the site visit: reported over infusion event happened in neonatal intensive care unit (nicu) on the night shift on a newborn patient. Infusion was for dextrose 10% water in a 250 ml bag (maximum vtbi for nicu is 30mls). Rate of 8.3 ml/hr. Eventually changed to 4ml/hr. And again changed to 2 ml/hr. Only lvp was sequestered, no pcu or tubing was saved from the event. Nurses troubleshooted and placed tubing set in another pump which seemed to run appropriately so only lvp was taken out of service. From lab results the patient was hyperglycemic, medical intervention (insulin) was provided with no further patient harm.

Event description:
It was reported there was an over infusion of d10w (dextrose infusion) in the neonatal intensive care unit. The dextrose was intended to infuse at a rate of 8.3ml/hour, however 250ml infused over 7 hours. Following the event, the patient's blood glucose was measured over 600 mg/dl. The patient was administered insulin to correct hyperglycemia. Patient remained in previous level of care, and no permanent residual effects were noted. Bd learned additional information during the site visit: ¿ reported over infusion event happened in neonatal intensive care unit (nicu) on the night shift on a newborn patient. ¿ infusion was for dextrose 10% water in a 250 ml bag (maximum vtbi for nicu is 30mls). ¿ rate of 8.3 ml/hr. Eventually changed to 4ml/hr. And again changed to 2 ml/hr. ¿ only lvp was sequestered, no pcu or tubing was saved from the event. ¿ nurses troubleshooted and placed tubing set in another pump which seemed to run appropriately so only lvp was taken out of service. ¿ from lab results the patient was hyperglycemic, medical intervention (insulin) was provided with no further patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.